Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited relevancy information related to the patient's medical history and is unable to form an opinion as to the of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation some time ago due to failure to recharge her scs system as recommended by manufacturers' guidelines. As a result, the ipg will no longer communicate with any external devices. Surgical intervention is pending as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.